Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported mitral valve insufficiency/ regurgitation (worsening mr) was due to the leaflet perforation. The reported unspecified tissue injury associated with the posterior leaflet perforation appears to be due to procedural circumstances (clip interacting with patient pathology/ morphology while closing the clip). The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report tissue damage and worsening mitral regurgitation it was reported that in 2016, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were successfully implanted, reducing mr to a grade of 1. On (B)(6) 2023 , the patient returned to the hospital with recurrent mr at a grade of 3. The physician stated the two clips were stable on the leaflets and the recurrent mr is due to a progression of disease. On (B)(6) 2023 , an additional mitraclip procedure was performed. An xtw clip was inserted, and grasping was performed. However, it was observed the posterior leaflet became perforated, causing mr to increase to a grade of 3+. Therefore, the physician decided to remove the clip and discontinued the procedure. There was no clinically significant delay in the procedure. No additional information was provided.